Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID b35200 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2021; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had symptom relief from the beginning, and they are "5% back and forth", and now they are "60% stuck". Patient stated that they are in a lot of pain, they do not have a violent tremor, but have dystonia.  Patient reiterated that hey had dystonia, and there might be times that the implantable neurostimulator (ins)  might have given them a neck support. Patient mentioned that their neck is stuck, and nothing relieves that, and added that it happened slowly, and stated that they look like a "freakshow", and look like "beetlejuice". Patient also mentioned that they breathe with their mouth, and they cannot breathe with their nose, and mentioned they had tmj. Patient also said that they will be taking pain pills for the mean time, and mentioned probably having the botox multiple times, until it just stopped working. These issue have persisted between devices. Additionally they report their rechargeable battery only get about a 3 days without a charge. They were told by the hcp that it would take 3 weeks before they had to charge it, but it only takes them 3 days, until the implantable neurostimulator (ins)  goes completely depleted. Agent reviewed ins battery longevity. Patient then stated that even if they didn't use it, or turned the therapy off, the ins still goes dead after 3 days, and said that the battery might be leaking.